Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to incorrect interpretation on signal. Programming changes were performed to address the issue. The patient condition was stable.